Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
The rep provided the following information from the nurse, "she stated that a patient came in over the weekend. This patient had a previous on-x valve implanted and that the valve had "thrombus all over it". She said she would get further information - surgeon, date of incident, and serial number for us." Additional information received indicated the following: implanted on (B)(6) 2015, onxmc-25/33, sn - (B)(4), exp. 03/03/2020; "inr last night [(B)(6) 2016] was 1.7 and pt of 20.5." The cv lead stated "she is (B)(6). Original case was for mvr due to rheumatic fever in the past. When she got here this weekend, she was in serious trouble. She had clot all over the valve and they were concerned she had some in her lungs as well. At this time, she's doing ok" the surgeon told the rep "that he removed the clot from the ventricle side [(B)(6) 2016], cleaned up the on-x valve, and left it in place. It was not removed. Looked as though it was working fine on echo after this process. His feeling was that the patient was not anticoagulated properly." The surgeon considers this a case of patient not following inr instruction and does not blame the valve.

Manufacturer narrative:
According to the initial report on 08/22/2016, the nurse "stated that a patient came in over the weekend. This patient had a previous on-x valve implanted and that the valve had 'thrombus all over it.'" A series of follow-up emails from the on 08/22/2016 indicated the following: ·implanted on (B)(6) 2015, on-x mitral heart valve with conform-x sewing ring-25/33 9onxmc-25/33, sn -(B)(4), exp. 03/03/3020) . ·"inr last night [(B)(6) 2016] was 1.7 and pt of 20.5". ·the nurse stated "she [the patient] is (B)(6), original case was for mvr [mitral valve replacement] due to rheumatic fever in the past, when she got here this weekend [(B)(6) 2016], she was in serious trouble. She had clot all over the valve and they were concerned she had some in her lungs as well. At this time, she's doing ok." ·the rep conveyed from the surgeon "that he removed the clot from the ventricle side [(B)(6) 2016], cleaned up the on-x valve, and left it in place. It [the valve] was not removed. Looked as though it was working fine on echo after this process. His feeling was that the patient was not anticoagulated properly." Operative/intervention notes were requested from the rep on 08/23/2016 for which he replied same day, "the surgeon considers this a case of patient not following inr instruction and does not blame the valve" but that he would attempt to obtain them. The rep forwarded an email from the nurse that stated that op notes would not be provided and the surgeon 'does not feel like there was a problem with the valve itself, he feels like it probably is more of a patient not doing what she knows to do to keep her valve performing to the best of it's ability. He just wanted to be sure he passed that information along to you since it's not a common issue that we see a lot of. When I asked him about the valve, he said the valve looked fine and worked good." The manufacturing records for the onxmc-25/33, sn (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted on the qa/qc report. The onxmc-25/33, sn (B)(4) was implanted (B)(6) 2015. Valve thrombus was observed and removed (B)(6) 2016. The valve was left in place and appeared on echo to be working properly. The current status of patient was reported as "ok." The attending surgeon's opinion for cause is inadequate anticoagulation. The inr the day after reoperation was 1.7. The recommended standard-of-care for single mechanical valve replacement in the mitral position is inr 3.0 ± 0.5 with 75-100mg aspirin daily [nishimura 2014]. The instructions for use (IFU) for the on-x mitral valve recommend a continuous inr of 2.5 - 3.5 with daily 70-1oomg aspirin, unless otherwise contraindicated. Prosthesis thrombosis and reoperation are also listed therein as a potential adverse events associated with prosthetic heart valves. The root cause for the reported event is subtherapeutic anticoagulation.

Event description:
The rep provided the following information from the nurse, "she stated that a patient came in over the weekend. This patient had a previous on-x valve implanted and that the valve had "thrombus all over it". She said she would get further information - surgeon, date of incident, and serial number for us." Additional information received indicated the following: -implanted on (B)(6) 2015, onxmc-25/33, sn - (B)(4), exp. 03/03/2020; "inr last night [(B)(6) 2016] was 1.7 and pt of 20.5." -the cv lead stated "she is (B)(6). Original case was for mvr due to rheumatic fever in the past. When she got here this weekend, she was in serious trouble. She had clot all over the valve and they were concerned she had some in her lungs as well. At this time, she's doing ok" -the surgeon told the rep "that he removed the clot from the ventricle side [(B)(6) 2016], cleaned up the on-x valve, and left it in place. It was not removed. Looked as though it was working fine on echo after this process. His feeling was that the patient was not anticoagulated properly." The surgeon considers this a case of patient not following inr instruction and does not blame the valve.